Event description:
A pt reported experiencing inaccurate erratic results with an otu meter. The pt's blood glucose results were 15.0mmol, 3.2mmol, and 12.0mmol. Tests were done within 20 mins with a difference of 69%. Pt did not experience any adverse events. No further info has been reported.